Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "rupture." Device remains implanted.

Event description:
Patient reported against right side rupture and "textured". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture and "textured" device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the anterior side assessed as unidentified (tear) opening. (Shell thickness was within specification). Additional observations: wear abrasion observed on the device.